Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately two weeks prior to (B)(6)2023. Additional suspect medical device components involved in the event: product family: m365sc2366700. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7074545.

Event description:
It was reported the spinal cord stimulation (scs) patient implanted for left trigeminal nerve pain experienced uncomfortable motor stimulation. X-ray imaging taken in the field revealed one of the two implanted leads had migrated towards the left eye. The patient underwent a revision procedure where the migrated lead was repositioned and did well postoperatively. As the device remains implanted in the patient the serial number of the migrated lead could not definitely be determined and physical analysis of the device could not be conducted in our laboratory.